Event description:
It has been reported that the patient system, which includes an implantable pacemaker with a right atrial (ra) lead, experienced an episode of pacemaker-mediated tachycardia (pmt). The ra lead exhibited noisy signals, prompting a modification of the sensitivity setting from 0.75mv (milli-volts) to 1.0mv. P-wave measurements were taken and recorded at 12.0 mv. Upon review of the programming changes, it was determined that the pmt episode was false. Consequently, the pmt feature was disabled at the discretion of the attending physicians. Given the extent of the modifications made, it was suggested to either conduct further testing or arrange for patient follow-up to gather feedback. Currently, the patient is being monitored closely. This device remains in service, and no adverse effects have been reported for the patient. Subsequently, additional information was received indicating that the device exhibited oversensing due to the noisy signals. Ra sensitivity was reduced from 0.75mv to 1.0mv, in response to the event. This device remains in service, and no adverse effects have been reported for the patient. Following the latest evaluations, new information has been provided indicating that the patient experiences discomfort during exercise, particularly when transitioning into a 2:1 heart block. The heart rate fluctuates from 140 bpm to 70 bpm, with a maximum tracking rate of 165 bpm. The physician has expressed concern regarding excessive pacing in the right ventricle (rv) during treadmill use. Technical services (ts) have advised consulting with the physician to address concerns surrounding right ventricular pacing and the potential development of desynchrony. This device remains in service, and no adverse effects have been reported for the patient.

Event description:
It has been reported that the patient's system, which includes an implantable pacemaker with a right atrial (ra) lead, experienced an episode of pacemaker-mediated tachycardia (pmt). The ra lead exhibited noisy signals, prompting a modification of the sensitivity setting from 0.75mv (milli-volts) to 1.0mv. P-wave measurements were taken and recorded at 12.0 mv. Upon review of the programming changes, it was determined that the pmt episode was false. Consequently, the pmt feature was disabled at the discretion of the attending physicians. Given the extent of the modifications made, it was suggested to either conduct further testing or arrange for patient follow-up to gather feedback. Currently, the patient is being monitored closely. This device remains in service, and no adverse effects have been reported for the patient. Subsequently, additional information was received indicating that the device exhibited oversensing due to the noisy signals. Ra sensitivity was reduced from 0.75mv to 1.0mv, in response to the event. This device remains in service, and no adverse effects have been reported for the patient.